Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that after priming of a polyflux 210h dialyzer, prior to treatment, a particulate matter was observed. There was no patient involvement. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.